Event description:
The hcp reported the pump was explanted due to a staph infection. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Event description:
Additional information from the hcp reports the pt presented on 07/2005 with signs of an infection of the device pocket including redness, drainage, pain, and incisional wound opening. A culture of the device pocket was positive for staph. The pt was treated with both IV and oral antibiotics. The infection is reported to have resolved. The pt had risk factors of obesity and smoking.